Event description:
In a vats lobectomy procedure, after an ir45g reload had been fired on lung tissue bleeding was observed at the staple line. The staple line was subsequently stitched manually.

Manufacturer narrative:
Visual observation of the ir45g reload cartridge showed that during the firing sequence, the knife had not maintained its line of travel within its slot. It was also determined that the pushers failed during staple formation. The causes are not known, but events of these types will be monitored.